Event description:
It was reported that the patient had presented for a follow-up in the clinic. It was found that the right atrial (ra) lead had exhibited a high capture threshold, which resulted in loss of capture. The ra lead was capped and replaced on (B)(6)2026. The patient remained in stable condition.